Manufacturer narrative:
Additional narrative: patient¿s weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post-operatively, after a fall, patient suffered a fracture directly proximal to the end of the liss plate in a healed distal femoral fracture (peri-osteosynthetic fracture of the right femur). The liss plate did not fracture. On (B)(6) 2016, patient underwent removal surgery. During removal surgery, it was detected that one screw was broken below the head. All pieces were removed. Five screws and liss plate were removed intact and a dynamic hip (dhs) plate was implanted. Concomitant devices reported: liss plate (part# unknown, lot# unknown, quantity 1); screws (part# unknown, lot# unknown, quantity 5). This report is for one (1) unknown screw. (B)(4).